Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported there sharp metal edges on a damaged component. There was no patient involvement.